Event description:
It was reported to MFR, by facility, they were doing a resident transfer from a shower gurney to a bed. The legs on the lift were closed, the caregivers pushed on the sling with the resident in it and the lift tipped over pinning a staff member to the bed and when the lift tipped the boom also hit the staff member on her forehead. Per facility, there were no noticeable defects in the lifter or broken parts on the lifter. MFR has called the facility three times since alleged incident to get more info and discuss if this alleged incident is reportable. Per the MFR, "caregivers pushing on the sling with the resident in it is not recommended by the MFR, inappropriate use of device, training needed at facility."